Event description:
It was reported that the 8300 did not start the warmup and failed preventive maintenance during rate accuracy test giving an unknown error. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8300 did not start the warmup and failed preventive maintenance during rate accuracy test giving an unknown error was not identified during the customer call. Recommended biomed to check if can do a basic run. Advise to download error log and view report. Following up with biomed but unresponsive. Biomed to call back if need further assistance. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.